Event description:
The user facility reported a 51-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after 45 days of support the pump began to demonstrate low flows and purge block/high purge pressure alarms. The pump was exchanged for a new 5.5 pump and no patient harm was reported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed

Manufacturer narrative:
The investigation into the low pump flow and the high purge pressure issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. Heavy biomaterial was found stuffed in the outflow cade and around the impeller and in the pump. Data logs showed a gradual increase in the purge pressure and drop in flow further confirming biomaterial buildup. The root cause of the low pump flow and the high purge pressure issues was biomaterial.